Event description:
It was reported that the ventilator went into a reset mode with an audible alarm while at the doctor's office. No reported harm to the patient. The patient was placed on a back-up ventilator. While the respiratory therapist was testing, the ventilator was removed from the patient, the pigtail wire harness got hot to the touch and started smoking/burning.

Manufacturer narrative:
Conclusions - testing by the manufacturer is ongoing.